Manufacturer narrative:
H2: section g was corrected accordingly h3: a medtronic representative returned to the facility to test the equipment. Testing revealed that he demo computer previously reported on was replaced. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information. Ime and imf codes have been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the computer boot-up failure during system service was clarified. During the boot-up process, the monitor displayed a defective image and approximately 10 minutes later, the computer rebooted automatically. It was indicated the computer required replacement and the computer was not replaced at that time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9734477r, serial/lot #: unknown, ubd: unknown, UDI# unknown. Correction: a medtronic representative went to the site to test the equipment. A demo system computer was tested in place of the malfunctioning computer with the intention of confirming the only problem was the computer. The system worked properly with the demo computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system computer was returned to the manufacturer for analysis. The computer was received with a damaged external cd rom cable. During initial boot up the computer displays video distortion. The computer eventually passed phd testing. The cranial program starts and runs normally with the test graphics card. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. A manufacturer representative went to the site to test the navigation system. It was confirmed that the computer was defective and the system was not booting. No parts were replaced at this time. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the screen was frozen during navigation. The system was rebooted using the on/off button but the equipment didn't reboot normally. The issue was resolved by using a different navigation system. There was less than an hour delay to the procedure. There was no impact on the patient's outcome.